Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Visible deposits were detected in the pediatric pre-chamber. Permeability test: a permeability test has shown that the shunt system is permeable, but heavily reduced. Bloody liquid leaked out from the shunt system. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 was tested in the horizontal positions. The test shown that the progav 2.0 is not operating within the specified tolerances, an accelerated outflow was detected. The shuntassistant 2.0 was tested in the vertical positions. During the test a blocked occurred, possibly due to a protein shift inside the valve. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Visible deposits were detected in the pediatric pre-chamber. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The computer controlled test has shown that the progav 2.0 is not operating within the specified tolerances, an accelerated outflow was detected. All other specifications were met. During the computer controlled test of the shuntassistant 2.0 a blocked occurred, possibly due to a protein shift inside the valve. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx596t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in underdrainage and had an issue with adjustability. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year. Height: unknown, weight: unknown, gender: male.